Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was defective. Per wo attachments, the device did not cool down the bypass hose. Temperature chiller temperature (t4) cooling tank has 3.8°c temperature. Outlet monitor temperature (t1) and outlet control temperature (t2) circulation tank did not fall below 20°c. Mixer pump runs at 100 percentage, so it was defective. Per review of wo on 29jul2025, there was no patient involvement. Per sample evaluation results received via task on 19aug2025, it was reported that the circulation pump was not working to full capacity.

Manufacturer narrative:
The complete initial reporter's facility name: (B)(6). The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During preventative maintenance, it was observed that the circulation pump was not functioning to specification. Circulation pump was serviced during the pm process. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was defective. Per wo attachments, the device did not cool down the bypass hose. Temperature chiller temperature (t4) cooling tank has 3.8°c temperature. Outlet monitor temperature (t1) and outlet control temperature (t2) circulation tank did not fall below 20°c. Mixer pump runs at 100 percentage, so it was defective. Per review of wo on 29jul2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the circulation pump was not working to full capacity.